Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), endometriosis ("pelvic endometriosis"), dyspareunia ("dyspareunia"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a laparoscopy with bilateral salpingectomy). At the time of the report, the pelvic pain, infection, menstrual disorder, endometriosis, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, endometriosis, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal odor and vitamin d deficiency. She denies rash, suicidal ideation. Previously administered products included for vaginal smell: clindamycin. Concurrent conditions included vaginitis. Concomitant products included drospirenone + ethinylestradiol (yasmin) from (B)(6) 2011 to (B)(6) 2012 for female sterilization as well as escitalopram oxalate (lexapro) from (B)(6) 2016 and ibuprofen since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), endometriosis ("pelvic endometriosis") and dyspareunia ("dyspareunia"). The patient was treated with surgery (she underwent a laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the infection, menstrual disorder, endometriosis, dyspareunia, depression, anxiety, menorrhagia, vaginal haemorrhage, vaginal infection and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail: there were five proximal springs noticed at the end. In a similar fashion the left fallopian tube was canalized with the essure spring and there were six proximal springs noticed at the end. The patient tolerated the procedure well. On (B)(6) 2016, surgical pathology revealed segments of fallopian tube, bilateral. Both fallopian tube lumen identified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal infection, dyspareunia, anxiety, depression, endometriosis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: reporter information was added. This case concerns 30 year old patient. Her demographic was updated. Her historical medication and concurrent was added. Essure removal date was added. Her concomitant medications were added. Per plaintiff fact sheet following events: mental anguish, abnormal bleeding (vaginal, menorrhagia), vaginal infection, dysmenorrhea (cramping) were added. She was recovering from pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), endometriosis ("pelvic endometriosis"), dyspareunia ("dyspareunia"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a laparoscopy with bilateral salpingectomy). At the time of the report, the pelvic pain, infection, menstrual disorder, endometriosis, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, endometriosis, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of product technical complaints. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal odor and vitamin d deficiency. She denies rash, suicidal ideation. Previously administered products included for vaginal smell: clindamycin. Concurrent conditions included vaginitis. Concomitant products included drospirenone + ethinylestradiol (yasmin) from on (B)(6) 2011 to on (B)(6) 2012 for female sterilization as well as escitalopram oxalate (lexapro) from on (B)(6) 2016 and ibuprofen since on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), endometriosis ("pelvic endometriosis"), dyspareunia ("dyspareunia") and genital haemorrhage ("bleeding"). The patient was treated with surgery (she underwent a laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection and genital haemorrhage had resolved and the infection, menstrual disorder, endometriosis, dyspareunia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail: there were five proximal springs noticed at the end. In a similar fashion the left fallopian tube was canalized with the essure spring and there were six proximal springs noticed at the end. The patient tolerated the procedure well. On (B)(6) 2016, surgical pathology revealed segments of fallopian tube, bilateral. Both fallopian tube lumen identified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. "Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal infection, dyspareunia, anxiety, depression, endometriosis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter's information added. Event: pain, bleeding ,vaginal infection outcome were updated to recovered . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal odor, vitamin d deficiency, gravida ii and parity 2. She denies rash, suicidal ideation. Previously administered products included for vaginal smell: clindamycin. Concurrent conditions included vaginitis. Concomitant products included drospirenone + ethinylestradiol (yasmin) from (B)(6) 2011 to (B)(6) 2012 for female sterilization as well as escitalopram oxalate (lexapro) from (B)(6) 2016 to (B)(6) 2016 and ibuprofen since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), endometriosis ("pelvic endometriosis"), dyspareunia ("dyspareunia") and genital haemorrhage ("bleeding"). The patient was treated with surgery (she underwent a laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, vaginal infection and genital haemorrhage had resolved and the infection, menstrual disorder, endometriosis, dyspareunia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, heavy menstrual bleeding, infection, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail: there were five proximal springs noticed at the end. In a similar fashion the left fallopian tube was canalized with the essure spring and there were six proximal springs noticed at the end. The patient tolerated the procedure well. On (B)(6) 2016, surgical pathology revealed segments of fallopian tube, bilateral. Both fallopian tube lumen identified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal infection, dyspareunia, anxiety, depression, endometriosis." Lot number:857600 manufacturing date: 2011-05 expiration date:2014-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal odor, vitamin d deficiency, gravida ii and parity 2. She denies rash, suicidal ideation. Previously administered products included for vaginal smell: clindamycin. Concurrent conditions included vaginitis. Concomitant products included drospirenone + ethinylestradiol (yasmin) from (B)(6) 2011 to (B)(6) 2012 for female sterilization as well as escitalopram oxalate (lexapro) from (B)(6) 2016 to(B)(6) 2016 and ibuprofen since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), endometriosis ("pelvic endometriosis"), dyspareunia ("dyspareunia") and genital haemorrhage ("bleeding"). The patient was treated with surgery (she underwent a laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, vaginal infection and genital haemorrhage had resolved and the infection, menstrual disorder, endometriosis, dyspareunia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, heavy menstrual bleeding, infection, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail: there were five proximal springs noticed at the end. In a similar fashion the left fallopian tube was canalized with the essure spring and there were six proximal springs noticed at the end. The patient tolerated the procedure well. On (B)(6) 2016, surgical pathology revealed segments of fallopian tube, bilateral. Both fallopian tube lumen identified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal infection, dyspareunia, anxiety, depression, endometriosis." Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Lot number and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.